Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) advised the customer that removing the 30-degree endoscope plus and pressing the universal surgical manipulator (usm) clutch button or the instrument clutch button on the associated arm would clear the guided tool change information. After following the guidance, the image was corrected and no longer upside down. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope image was flipped and appeared upside down. Initial troubleshooting included removing, reseating, and replacing the endoscope multiple times, but the image issue persisted. The intuitive surgical, inc. (Isi) technical service engineer (tse) then explained that removing the endoscope and pressing either the universal surgical manipulator (usm) clutch button or the instrument clutch button on the associated arm would clear the guided tool change information. After these steps were followed, the image displayed correctly. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: both endoscopes had upside down image. There were no damage observed on the endoscope's adapter/base. Contact person was not sure if prior to the event the endoscope was manually rotated 180-degrees. The issue was resolved by removing the endoscope, arm was clutched and reseating the endoscope.